Event description:
Patient was revised to address loosening and poly wear of the patella.

Manufacturer narrative:
Examination of the submitted patella component found evidence suggesting loosening in vivo and confirmed expected polyethylene wear for a device implanted for approximately 5-1/2 years. Product information required to review the device history records and search the complaint database by manufacturing lot was not provided. The root cause of the device loosening is attributed to poor device alignment. The investigation did not find any evidence of product error and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.